Manufacturer narrative:
Pharmacovigilance comments: the serious events of ischaemia and necrosis at the implant site were considered expected and possibly related to the treatment. Serious criteria include possible permanent damage to a body structure. The non-serious expected events of scar, bruising, haemorrhage, pain, discharge and discolouration at the implant site, and the non-serious, unexpected events of scab and implant site pustules were considered possibly related to the treatment. The scar was considered non-serious since it had only been two months since event onset and permanence could not yet be established. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 26-jul-2018 and a follow-up report on 05-sep-2018 by a consumer/other non health professional which refers to a (B)(6) year old female. No information was provided about medical history or previous filler history. Concomitant treatments included: lexapro [escitalopram oxalate] for 8 years and levothyroxine [levothyroxine] for 10 years. The patient had no known allergies. On (B)(6) 2018, the patient received treatment with 2 syringes restylane (lot unknown) to tear trough areas with unknown needle and unknown technique. On (B)(6) 2018, the patient believed she was injected into a blood vessel (implant site ischemia). Thereafter, the patient experienced pain(implant site pain) and oozing (implant site discharge) at tear trough. On an unknown date, the patient experienced severe bruising(implant site bruising), scabbing (scab), white pustules (implant site pustules) and bleeding(implant site haemorrhage) at unknown site. Treatment for the adverse event included: arnica bruise cream [arnica montana] and neosporin [bacitracin/polymyxin b sulfate/neomycin sulfate]. The patient did see a plastic surgeon on (B)(6) 2018 and another time, who reported it was almost necrosis (implant site necrosis) and the patient may scar. In the follow-up report received on 05-sep-2018, the patient still had a dark spot(implant site discolouration) on her face and reported that she was permanently scarred (scar) on face. Outcome at the time of the report: bruising was recovered/resolved. Scabbing was recovered/resolved. White pustules was recovered/resolved. Bleeding was recovered/resolved. It was almost necrosis was recovered/resolved. Pain was recovered/resolved. Oozing was recovered/resolved. Dark spot was not recovered/not resolved. Scarred was not recovered/not resolved. Injected into a blood vessel was recovered/resolved. It was almost necrosis was recovered/resolved. This case was initially assessed as non-serious, however with the information provided on 05-sep-2018 the case was upgraded to serious/reportable.